Event description:
It was reported that the patient previously had a male sling implant and underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted. The reason of the surgery was not specified. No further information was provided.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported that the patient previously had a male sling implant and underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted. The reason of the surgery was not specified. No further information was provided. Additional information provided was provided stating that the patient was experiencing recurrence of incontinence and the sling is not from boston scientific. After procedure the patient is good.